Manufacturer narrative:
The sheath 4fc12 with lot 69023 was returned and analyzed. Visual inspection showed the device was intact with no apparent issues. Deflection worked as per specification. The pressure test did not show any leak and aspiration/flushing test did not show any air passing through the tube or expelled from the sheath distal tip. The hemostatic valve was leak tight. In conclusion, the reported air ingress was not confirmed through testing. The sheath passed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the balloon catheter was inserted into the sheath, air ingress was noted. The sheath was then replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.